Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 240 mg/dl and 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 240 mg/dl and 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A valid serial/lot number was not provided for strips. The DHR (device history review) for the optium xceed meter was reviewed and the DHR showed the optium xceed meter passed all tests prior to release. Dhrs for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Stability data for precision strips was reviewed and showed no anomalies or non-conformance that could lead to the complaint. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the complaint and precision strips. No further track and trend review is required as there were no confirmed complaints all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product are sufficient and show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.